Event description:
The report concerns a nasal augmentation performed using 3 layers of 1.5mm thickness permacol in 2007. At follow-up in 2008, the permacol was found to be nearly totally absorbed.

Manufacturer narrative:
The device was found to be nearly totally absorbed. Further information from the physician stated that there was no infection. Prophylactic antibiotics had been administered to the pt. No action was taken following the follow-up visit, during which it was confirmed that the device had absorbed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Following a review of the device history record for batch 03b19-1, all process and test criteria have been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. No evidence to suggest any reason for potential product absorption, sterility or tensile concerns. Chemicals, equipment, process duration and process temperatures have been verified as satisfactory.